Event description:
It was reported that during an in-clinic check, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated and it was suspected the battery had depleted. The patient also reported the device was causing pain when they turn to the left. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.